Event description:
Complainant reported that the pump continually primes on a test set.

Manufacturer narrative:
Other; prime cycle malfunction - not labeled. Testing and investigation results indicate that the complaint for prime cycle malfunction was confirmed. The prime/flush cycle malfunction was due to the missing feed inlet valve pin. In addition, the flush inlet valve pin was misaligned and the pump over-delivered. Other; prime cycle malfunction.